Event description:
On (B)(6) 2015, nsk america corporation was made aware that a pt may have been burned by a nsk handpiece. Two handpieces were sent to nsk america by dentist. The dentist was not sure which handpiece was used. The piece (sgs-e2s) serial number (B)(4) and serial number (B)(4) were received by nsk america on (B)(6) 2015. The dentist stated to nsk america that the burn was a 2nd degree burn on the left commissure of the lower lip during extraction of wisdom teeth. Pt had no permanent damage and was treated with antibacterial ointment. The injury was reported to be healing normally. This report is for serial number (B)(4) and nsk america corporation reported for serial number (B)(4) under the report #1422375-2015-00007 (MFR report # 9611253-2015-00081). Nakanishi has started the eval process of the returned products. Nakanishi will submit add'l info including results obtained through the investigation as a f/u report.